Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding radio frequency (rf) catheter ablation products. Multiple patients and multiple manufacturers/ablation products were noted in the article; however, a one to one correlation could not be made with unique device model/serial numbers/manufacturers with the available information provided. There was one (1) patient who had ¿unintentional¿ atrioventricular (av) block and required a permanent pacemaker. All patients are doing ¿well.¿ the status of the catheter is unknown. No further patient complications have been reported as a result of this event.